Event description:
Source forwarded to co a note and 2 bottles of test strips, lot #1m505a, which they had received from a customer. The note stated that the customer obtained incorrect test results with test strips. The co representative spoke to the customer who stated that the readings with test strips were both higher and lower than readings he obtained with meter's test strips by 40-50 mg/dl. He was not able to give any specific results. He stated that he had performed a normal control solution test and a check strip test and both results were in range (no specific results available). Because the customer returned the test strips to source, he could not perform any tests with co's representative. He stores his test strips in the bedroom.